Manufacturer narrative:
Tandem quality engineer evaluated pump data for the low blood glucose events and concluded the following: low bg levels were confirmed twice, once on (B)(6) 2017 and once on (B)(6) 2017. Six to eight bolus requests were made on each day low bg levels were confirmed. Bolus requests were often made during the later night and early morning hours. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly since starting on the pump. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 100% to 45% in 3 days. In addition, the customer has experienced fluctuating blood glucose (bg) levels from 40-400 (mg/dl). The customer reported the cause of the fluctuating blood glucose levels was unknown. Carbohydrates and soda were consumed to address the low bg levels. Water and a boluses via the pump were used to address the elevated bg levels. Reportedly the customer would continue to use the pump for insulin therapy.